Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 350 mg/dl. The customer stated that the buttons on the pump are sticking. The customer stated that the pump is not delivering insulin correctly. The customer stated that he is in the restaurant business and the pump may be been bumped. Customer was advised to discontinue use of the device and to revert to a backup plan.